Manufacturer narrative:
The breakage occurred on the shaft which, when screwed, allows the screwing of the impactor male thread onto the acetabular cup before impacting the cup. We have checked the work cycle and the raw material certificate of the broken part, without finding any anomaly. The instrument was compliant to all specifications before being placed on the market. By a visual analysis of the impactor returned. It's likely that the instrument broke when impacting the cup; during this phase, the shaft is subjected to multi-axial forces and the repeated stresses can lead to breakage of the shaft. We also know that this impactor (manufactured in 2011) has been used more than 100 times before breaking; we believe that this could have contributed to the breakage of the shaft with the time. This is the first breakage reported of such impactor (model # 9055.51.035). No corrective actions have been planned at the moment. We will keep monitored the market to promptly detect a possible recurrence of such issue.

Event description:
The curved cup impactor broke corresponding to the shaft used to screw the impactor male thread onto the acetabular cup. The event occurred during a surgery in (B)(6). The surgeon had to use another instrument available in surgical room to end the surgery.